Manufacturer narrative:
The insulin pump was received with no act and down button response due to corroded keypad trace also, moisture damage was found on the electronic and motor assembly. However, no blank display or display anomaly noted. Unable to verify for operating currents including low battery, battery out of limit or off no power alarm due to no act button response. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. Customer's mother also reported that condensation was visible under the display. Blood glucose level at the time of the incident was 353 mg/dl. The caller reported that they were sent a replacement battery cap, but the blank display persisted. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.